Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr). The valve leaked and failed. The valve is old and no longer in stock. The fsr is uncertain if he can repair the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the valve assembly leaked. Since the event occurred during preventative maintenance, there was no patient involvement.